Event description:
It was reported that a kissing balloon technique (kbt) was performed. When removing the guide wire from the diagonal, the guide wire was frayed at its distal portion. It is removed and there were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
The reported frayed guide wire was confirmed to mean separated. Both portions were successfully removed from the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. There were 10 unopened guide wires returned in association with this incident. All 10 guide wires were visually inspected. There was no damage noted to any of the guide wires. In summary, the unused returned devices did not show any indication of a product quality issue with respect to the design, manufacture, or labeling of the devices.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.